Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was when pt recharged their ins to 100% the charge use to last 2 weeks but now it would last maybe a week or sometimes less. When agent asked for event date pt said maybe it was their imagination that the ins battery charge was not lasting as long for pt was not sure if the ins battery was really losing charge more frequent or not. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.